Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an aneurysm embolization procedure and after advancing the embolization coil to intended lesion, the coil did not detached despite using multiple detachment controller devices. During attempt to withdraw the coil, it unintentionally detached in the microcatheter. The physician used a snare to retrieve and remove the entire coil from the patient. Another set of coil and microcatheter was used to successfully complete the procedure. There was no report of harm or injury to the patient.